Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/bent. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicmo13.7 implantable collamer lens, -6.00 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.